Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was infusing dextose, however, the patient was not responding as expected, registered nurse continued to titrate up on the dextrose. After a few hours noticed no fluid from the dextrose IV bag had infused. The drug solution was precedex. The pump was programmed at 400 mcg/100 ml, volume to be infused (vtbi) 60 ml, weight 85.5 kg. Dose 0.2 mcg/kg/hour. Rate: 4.3 ml/hour. The customer states that the rates were titrated and changed throughout the infusion by staff. It was unknown is the container was rigid or flexible. The pump never alarmed downstream occlusion, or had any alarms appeared to be running but was not infusing. The biomed was able to get downstream occlusion error to present by stopping flow. The event happened during delivery. There was no known patient injury, or medical intervention associated with this event. No additional information is available.